Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). The evaluation is in progress. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
On (B)(6) 2019, the police department of (B)(6) contacted olympus (B)(6) to ask for information about an adverse event which occurred after a procedure that the subject device was used and an olympus representative attended. (B)(6) became aware of the event upon receipt of a police report on the day and then identified the representative who was present at the procedure. According to the representative, on (B)(6) 2019, the user facility conducted a demo bronchoscopy using the subject device and unspecified cytological brush. The doctor was trying to take a tissue sample using the brush when the endoscope reached the lung area. At that moment, a hospital personnel asked the olympus representative to leave the operation room. The representative didn't get any impression that an emergency was ongoing or didn't receive any information about the outcome of the procedure. The representative followed up with the user facility and found that the patient died some days after the procedure, but not during the procedure or right afterwards. Further information is not provided at this time.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus europa se & co. Kg (oekg) evaluated the subject device and confirmed that there was no irregularity in the subject device. Oekg reviewed the service history for the subject device. Oekg confirmed that the device had never been repaired by oekg before this event occurred. The repair history on the device from april 2019 does not show any deviations related to the event. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.